Event description:
An attempt was made to use an amphiprion deep pta balloon catheter to predilate a lesion located in the superficial femoral artery which exhibited 95% stenosis, moderate tortuosity and moderate calcification. However, it was reported that the balloon was ruptured on 1st inflation at 7atms. No health hazard was caused to the patient. No other clinical sequelae were reported.

Manufacturer narrative:
(B)(4): results: (root cause of the event cannot be confirmed based on information available). Conclusions: (root cause of the event cannot be confirmed based on information available).